Event description:
This case was initially received via regulatory authority (B)(4) on 08-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure") in a (B)(6) year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 5 months 29 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("recurrent gynaecological infections: mycosis/infection persist due to the presence of nickel in the body despite removal"), vulvovaginal burning sensation ("frequent major vaginal burning"), night sweats ("frequent night sweats") and pelvic pain ("pain persist due to the presence of nickel in the body despite removal"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, vulvovaginal burning sensation and night sweats outcome was unknown and the vulvovaginal mycotic infection and pelvic pain had not resolved. The reporter considered medical device removal, night sweats, pelvic pain, vulvovaginal burning sensation and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 688 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The initial submission was erroneously sent as a 5 day report and a 30 day report. The information has been corrected in this supplement to reflect a 30 day report only. Information from the initial submission did not warrant action to prevent an unreasonable risk of substantial harm to the public health.